Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance since it jumped to more than 200 ohms. There is a suspected broken lead with no impact to r/s portion of lead. No adverse patient effects. Additional information was received indicating that this single coil lead was found to be programmed to triad, resulting in the observed out of range shock impedance measurements. Reprogramming back to the appropriate configuration was discussed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance since it jumped to more than 200 ohms. There is a suspected broken lead with no impact to r/s portion of lead. No adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance since it jumped to more than 200 ohms. There is a suspected broken lead with no impact to r/s portion of lead. No adverse patient effects.